Event description:
Dealer states customer was driving wheelchair and the footplate fell and he came to an abrupt stop and causing damage to several parts on the front of the wheelchair, causing bruising to user did not seek medical attention.